Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process, confirming cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite attempting to reload the original cartridge, the caller was unable to resume insulin therapy due to recurring cartridge alarms. Technical support instructed the caller to remove the cartridge and deliver a bolus, which completed successfully, but the issue persisted. Following further guidance to try cartridges from a new box, the caller was able to successfully resume insulin therapy. Technical support received approval to replace the original cartridges and initiated a follow-up after declining an autosoft replacement inquiry.